Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement.

Manufacturer narrative:
G4: 28apr2020. B4: 29apr2020. The manufacturer's field service engineer provided remote service to the customer. A review of the device service manual determined the power switch overlay should be replaced. The customer replaced the power switch overlay to resolve the issue and the unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.